Manufacturer narrative:
H.6. Investigation: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper creepout/ decapping was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout/ decaping was observed in five (5) samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of stopper creepout/ decapping. Bd has initiated further root cause investigation relating to the issue of stopper defects through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "following an inspection, the lid of the device easily rebound and fell off."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "following an inspection, the lid of the device easily rebound and fell off."